Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower assembly was replaced to address the issue. In addition of the above evaluation, the technician performed final check, battery check, valve check, run in tests, cleaning and software version was checked, which was not related to the malfunction/issue.